Manufacturer narrative:
Concomitant medical products: 3708660 extension, implanted: (B)(6) 2017; 3708660 extension implanted: (B)(6) 2017; 407652 lead, implanted: (B)(6) 2018; 407658 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) "looks like it has migrated from where it was originally placed". The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.